Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned guide shows scratches and nicks. The drill pin is seized inside one of the guide holes. The pin driver was also returned with the tip having been fractured off and stuck in the guide block. Hardness testing was conducted for both the guide and the pin which confirmed that the components were within specifications. Dimensional analysis indicated that three out of four of the holes were within specification. The fourth hole and the straightness of the pin could not be measured as the pin was jammed in the guide. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: item name: persona distal cut block, catalog number: 42509901000, lot: 62696374; therapy date: unknown. Item name: drill pin and screw inserter, catalog number: 00590102100, lot: 62822780; therapy date: unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02049. (B)(4).

Event description:
It was reported that during a total knee arthroplasty the headless trocar drill pin became jammed in the distal cutting block and then broke. No adverse events have been reported as a result of the malfunction.